Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. Unit was reported earlier under the wrong manufacturer report number (MFR report # 2184149-2018-00078).

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
This report contains missing information.